Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the pcoip zero client needed to be replaced. After replacement, the system then passed the system checkout and was found to be fully functional. The pcoip zero client was returned to the manufacturer for analysis. Analysis found that there were multiple uncommanded re-boots. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the camera cart was experiencing cycling of the pcoip screen. It was also noted this was an intermittent issue. This issue was noted outside of a procedure, and there was no patient involvement.